Event description:
A physician reported that on 17 december 1998 he was treating a pt in the vermilion borders. As the physician was treating the pt, some of the collagen material leaked out from the hub of the syringe and splattered onto the pt. There was no injury to the pt or medical staff, and the needle did not separate from the needle. No medical or surgical intervention was required.